Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The customer requested an event log review to determine how a heparin infusion was programmed and if guardrails were used. The customer¿s dataset was not provided and therefore the profile and medication in use could not be identified. Analysis of the pcu event log shows that drug ID 141 was programmed through guardrails to infuse on pump module s/n (B)(4) and shortly after the infusion was started, the user changed the dose to 80. Because the dataset was not provided, the medication in use and the dosing units could not be identified. Based on the concentration (250000unit/250ml) this appears to be the drug in question. The root cause was not be identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer requested an event log review to determine how a heparin infusion was programmed and if guardrails were used. The customer stated a heparin bolus was programmed to run at 80 units/kg/hr instead of the intended 80units/kg. Although requested; no additional patient and event information provided.